Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown bio-modular humeral head, unknown. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03946.

Event description:
It was reported that the patient underwent a revision procedure to convert an anatomic glenoid to a reverse shoulder compatible with the comprehensive humeral bearings. The patient has a well fixed anatomic shoulder that the surgeon wishes to convert to a reverse construct. The patient was revised due to normal wear after 22 years. No further information has been provided.